Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
This event involved a patient who experienced a high power event approximately 11 months after heartware lvad implantation. The site stated that the patient presented with high watts and was treated with tpa doses. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated that at the time of the event the patient had a lactate dehydrogenase (ldh) level of 1000 iu/l. The treating physician suspected a thrombotic event and, as a result, administered the patient two doses of intravenous tissue plasminogen activator (tpa) and integrillin. It was reported that the patient's power consumption and ldh returned to baseline after the tpa and integrillin infusion. The pump remained implanted in the patient following this event. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.